Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) stopped working. After inspecting the clamp, one of the cables inside was broken, the instrument was exchanged for another identical spare, a test was carried out, and it worked normally. The procedure was completed with no reported injury.